Event description:
It was reported that the user experienced a hypoglycemic event while new to pump therapy, with a documented blood glucose low of 53 mg/dl that resolved after oral carbohydrate treatment and education on meal announcement sizing. Symptoms included transient hypoglycemia. Outcomes included no injury, no emergency care, and no hospitalization. Investigation included a review of patient-reported use, troubleshooting, and education. Investigation of this case revealed user adjustment to therapy and appropriate response to hypoglycemia with oral glucose, with no device malfunction reported. It was concluded that the event was related to early therapy adaptation with cause of hypoglycemia unclear, and that education on meal announcement and carbohydrate handling was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.